Manufacturer narrative:
Device evaluated by manufacturer: the device will be evaluated by richard wolf (B)(4) and a f/u report will be submitted to the FDA.

Event description:
During a turp (transurethral resection of the prostate) procedure, the tip piece fell off in the pt's bladder. The tip piece was retrieved. The procedure was completed with the use of another electrode. There was no pt consequence.